Manufacturer narrative:
Complaint no: (B)(4). The occurrence date was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event and treatment details were not reported. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis "for a while" (no further details reported). Approximately a month after the event onset, the patient had recovered. No additional information is available.